Event description:
Injecting healthcare professional reported approx. A month and a half after injection to the hands and "face" with juvederm volume with lidocaine, pt was "bitten by an insect on the right hand" and developed inflammation at the injection sites 15 days later. Patient was diagnosed with a "granuloma on foreign body" by a different healthcare professional who also prescribed antibiotics and "anti-inflammatories (corticoids)".

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of inflammation and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: indications- juvederm volume with lidocaine is an injectable implant intended to restore volume of the face. Precautions for use: juvederm volume with lidocaine is not indicated for injections other than subcutaneous, upper-periostea, or into the deep dermis. The technique and depth of the injection vary depending on the area to be treated. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.